Manufacturer narrative:
The handpiece has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the devices makes anomalous noises and overheats. A replacement handpiece was used to complete the case. There was no patient impact or delay to the case.

Manufacturer narrative:
\The product analysis indicates that the one-minute pre-repair temperature test results are as follows: 85 degrees f at the gear, 84 degrees f at the motor, and 83 degrees f at the bearing. The motor is worn and cannot be repaired. The motor/cable assembly, bearings, seals, retaining ring, and plastic box have been replaced. The handpiece was successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.